Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump retainer was damaged. Customer stated that the reservoir was locking in place when inserted into the insulin pump. The insulin pump was crack behind the battery. Troubleshooting successfully performed and the customer will discontinue to use insulin pump.